Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred for the past 2 days during bolus. The customer's blood glucose was not impacted. The occlusion alarms occurred prior to contacting tandem technical support, no troubleshooting or system check was performed to determine a possible cause of the occlusion. It was indicated that the customer had reverted to backup pump for insulin therapy.